Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother reported that they found that the cannula was bent and did not go into the body. The customer's mother stated that they were nauseous and started vomiting. The customer's blood glucose was 180 mg/dl at the time of incident. The customer's mother stated that they tried to give correction with manual injections. The customer's mother stated that the blood glucose went up to 400 mg/dl. The customer's mother stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.